Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the failure (water leakage from the socket) occurred due to liquid ingress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that water leaked from the output connector due to a water leak in the pump. In addition to the scope connector not being attached smoothly due to water leaking from the output connector socket, other evaluation findings are as follows: the front panel was cracked; the pump did not work/draw fluid due to deterioration; the hoses were dirty; the xenon lamp was old; the locking mechanism on the socket was damaged and did not hold the endoscope. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that xenon light source's housing was broken, and that there was water in the pump. There was no report of patient harm. The device was returned, evaluated, and it was found that the scope connector could not be attached smoothly due to water leaking from the output connector socket. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.